Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced battery packs. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system experiences intermittent boot-up errors (low ma, overload and battery charger errors). There was no report of pt injury.